Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: during a laparoscopic roux-en-y gastric bypass, the device dropped the needle 3 times. Current patient status: post op. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. A needle was received. Visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. The visual inspection of the needle noted witness marks on each of the cones and around the loading slots. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.